Event description:
Upon assessment of left pleural chest tube, noted site was leaking. After further assessment, no drainage noted in tubing. Chest tube noted to be cracked in multiple places (chest tube is very small rigid tubing) and leaking serous fluid from cracks. New dressing placed on site and chest tube secured with tape to prevent further cracking or leaking. After repositioning patient with diaper change, chest tube became completely broken and disconnected.